Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported he is having trouble with tracking patients during refractive treatment. Additional information has been requested.

Event description:
Additional information received; cases were completed without further issues or harm to patients.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During onsite visit the field service engineer (fse) could not confirm any issues with the tracker. The tracker passes all service tests. The fse replaced the camera as a preventive measure and completed system verification. System is operating within specifications. The sample has been returned. The failure analysis of the sample was performed. No reported tracking problems can be reproduced and no defect or other deviation can be identified during testing. The camera is functional and can be adjusted without issue. The root cause could not be determined conclusively as no problem is detectable during technical onsite visit and during sample testing. The manufacturer internal reference number is: (B)(4).